Event description:
It was reported that an alert was triggered via remote monitoring due to out of range high pace impedance measurements on this right ventricular (rv) lead. The polarity was changed to unipolar. Loss of capture and high pacing thresholds were also noted. The patient was seen at the hospital and noise was not seen. The physician believed this was an issue with the competitor rv lead. The system remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).